Manufacturer narrative:
Correction: d4 (model number/upn). D4 (unique identifier (UDI). Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Block h6 (device codes) problem code 2907 captures the reportable event of internal bolster detached. Block h10 (investigation results): visual examination of the returned device revealed that residues were observed inside the tubing indicating use and handling of the device. The molded internal bolster was detached from the tubing and it was not returned for analysis. Additionally, remnants of the molded internal bolster were observed attached in the molded internal bolster, this indicates that the components were joined prior the separation. The complaint was consistent with the reported event of internal bolster detached. It is most likely that procedural and anatomical factors encountered during the procedure could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique, patient anatomy or other procedural factors, also too much force applied to place or remove the gastrostomy tube during the use of the device could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the reported complaint will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure on (B)(6) 2019. According to the complainant, on (B)(6) 2019, within 3 months from placement, the internal bolster was detached. The device was replaced with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure on (B)(6) 2019. According to the complainant, on (B)(6) 2019, within 3 months from placement, the internal bolster was detached. The device was replaced with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.